Manufacturer narrative:
The specimens were collected in lithium heparin tubes and were centrifuged at 6,000 rpm for 5 minutes. Qc was within specifications on (B)(4) 2010 at (B)(4). Customer performed a 10,000 test maintenance. Service was offered and declined by customer. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained erroneously high troponin (accu tni) results on five patients' samples. The results were in the range of 6.11-14.17ng/ml. The original samples of all five patients were re-tested on a different instrument an lower results were obtained. Per customer, one patient had a cardiac catheterization performed. The cardiac catheterization test showed the patient had blockage. It is unknown which patient had the cardiac catheterization procedure.